Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: 10 ml syringes are leaking from bung.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: 10 ml syringes are leaking from bung.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-apr-2022. H6: investigation summary: several samples were provided to our quality team for investigation. Through visual inspection, the barrel was observed to be damaged, verifying the reported issue. A device history review was performed for reported lot 2110020, finding one annotation related to the alleged defect. During the marking process, it was identified the marking machine was periodically causing damage to the product as observed in the sample provided.